Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2012. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and two mesh products were implanted. It was reported that patient underwent mesh revision on (B)(6) 2012 due to urinary retention. It was reported that the patient underwent explant surgery of the mesh on (B)(6) 2013. No additional information was provided.